Manufacturer narrative:
Palpation of the area of discomfort seemed to indicate that the symptoms were related to the location of the implanted leads. Increase in pain was reported immediately after implant thus there is no indication that the leads migrated after the procedure. There was no report of pain or discomfort during the trial phase, thus it was determined that it is likely the placement of the permanent leads did not land in the exact location as the trial leads and the placement of the leads is the cause of the patient's pain.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2024 after having undergone a successful trial phase. The system was intended to treat foot pain by targeting the tibial nerve. Ultrasound imaging was used during the implant of the permanent system to place the leads. The implantable pulse generator (ipg) was placed on the calf area. After the system was implanted, the patient reported increased pain toward the bottom of the foot, near where the distal aspect of the leads were placed. Patient was able to achieve pain relief using a single lead so on (B)(6) 2024 a surgical revision was performed to remove the lead that appeared to be causing the discomfort (see MDR 3015425075-2024-00125). After allowing the area to heal, the patient reported persistence of pain or discomfort toward the bottom of the foot, appearing to be related to the location of the remaining implanted lead. On (B)(6) 2024 a full system explant was performed to remove all remaining components due to ongoing discomfort.